Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation oversensing was observed. This oversensing resulted in three atrial tachycardia response fallback modes. As a result, the minute ventilation sensor was programmed off. No adverse patient effects were reported.